Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump's screen. The customer's blood glucose level was 180 mg/dl, which is within a normal range, so there was no adverse impact to their blood glucose level. Tandem technical support guided the customer through troubleshooting steps and assisted in removing the pump from its case, but the issue persisted. As a result, tandem technical support decided to replace the pump. The pump was still under warranty, and the customer was instructed to put it into storage mode and return the problematic pump with a pre-paid label within ten days, while continuing to use the current pump as backup therapy.